Event description:
The pad device was used on a pt on (B)(6) 2009. The electrode pads were attached to the pt. A shock was advised, so the shock button was pressed. The user was unsure if the shock was delivered. The device issued a "low battery" warning, but also stated that no shock was advised and that CPR should commence. At that point the emergency team arrived and immediately took over. The pt was determined to have an abnormal heart and died later in hospital.

Manufacturer narrative:
The event was downloaded from the device memory and this confirmed that a shock had been delivered to the pt. The returned pad device and pad-pak were tested at room temperature and the test therapy was delivered without fault. No "low battery" warnings were issued. The test sequence was repeated 4 times before a "low battery" warning was issued. The testing concluded that despite the low battery warning being issued the device was capable of delivering therapy if it had been required. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this is the first use of the device.